Event description:
Caller states the patient had a continuous nose bleed and tested 3.1 inr on the coaguchek xs system, was sent to the emergency room where the patient tested 12.2 inr on a comparison lab. Patient was treated with vitamin k and released. Requested return of suspect device and replacement was sent.